Event description:
The pt reported that he noticed that his basal rates were 0.0 units/hour and he heard his infusion device beeping. The pt stated that 3 days ago he switched to this infusion device and programmed his basal rates. The total daily insulin consumption was reviewed and the following was provided; in 2007, 8 units, one day prior, 39 units and two days before, 24 units. The pt confirmed that these were not all bolus amounts. He was confident that he was getting his basal rates. The pt stated that he looked through all 5 profiles and did not find any basal rates programmed at the time of the call. The pt stated that his blood glucose level had been elevated for the past few days but felt it would have been higher if he was not getting his basal rates. It was 250 mg/dl and he stated that he bolused to reduce the blood glucose value. The pt did not receive any type of alarms and was not sure how this basal rates would have been removed. The pt did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.